Event description:
The customer reported the intermittent loss of the functionality of the monitors. Intermittent loss of live image. No death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.